Event description:
The customer reported that the unit unexpectedly shutdown.

Manufacturer narrative:
(B)(4): the customer reported that the unit unexpectedly shutdown. A philips field service engineer went to the customer site and verified the failure. Replacing the power pca resolved the failure. The unit passed all post-servicing testing and is back at the customer site.